Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with f1909903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, closing of the mynxgrip vascular closure device 5f failed. There were no reported patient injuries. The device will be returned for analysis.

Manufacturer narrative:
Event: addendum for additional information received:there was no patient injury and the separated/torn component that was observed to not be returned was not left inside of the patient. Closing of the mynxgrip vascular closure device (vcd) 5f failed. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was disengaged from the black handle with the stop cock open, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon. The sealant, sealant sleeve, syringe and procedural sheath were not returned with the device. It was also noted that the distal end portion of the outer cartridge tubing was torn/separated and not returned with the device. The condition of the returned device is like an incomplete removal of the device. It is unknown if the device was manipulated. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No other visual damages or anomalies were observed. Per functional analysis, the shuttle and advancer tube were manually retracted to the black handle, and the advancer tube, and was found properly engaged to distal tamp lock as intended per the mynxgrip instructions for use (IFU).the balloon was inflated, and pressure was maintained. Per microscopic analysis, the location where the distal end portion of the outer cartridge tubing was torn/separated from the remaining outer cartridge tubing was revealed. It was noted that the area was frayed, indicating that excessive force may have been applied and caused the separation. However, the damage in the shuttle cartridge was not reported. It is unknown if the device was damaged prior, during or after the procedure. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be determined. Procedural and handling factors may have contributed to the reported event and the condition of the returned device. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device, ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during the catheter removal can cause the sealant to be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.